Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The investigation is ongoing. Medwatch field e1 facility name: the full facility name was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 8000 ise module. The sample was initially tested on an unknown blood gas analyzer, resulting in a na value of 139 mmol/l. The sample was repeated on the cobas 8000 ise module, resulting in a na value of 129 mmol/l.

Manufacturer narrative:
The investigation did not identify a product issue. The reported discrepancy is consistent with the solvent exclusion effect in the patient's sample. Dialysed patient samples are often affected by the difference between the direct and indirect measured sodium results.